Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2011. A subsequent revision was performed (B)(6) 2013 due to pain. The trochanteric claw and bolt were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain."